Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a performance issue. The technical support specialist performed a manual fix to change the speed, duplex to 100 mbps and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a performance issue. The customer stated that the station is running slow during login/pulling medications causing a delay in dispensing medications to the patient. The customer requested for a speed up/clean up. There were no adverse events or injuries reported based on this event.